Event description:
It was reported that during venipuncture using bd vacutainer® k2e 5.4 mg plus blood collection tubes, in five (5) units, the blood collection cannula and tubing were ejected from the device. No adverse impact was reported for either the patient or the user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Functional testing was conducted using 20 retained samples, and none of these samples were pushed off the needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during venipuncture using bd vacutainer® k2e 5.4 mg plus blood collection tubes, in five (5) units, the blood collection cannula and tubing were ejected from the device. No adverse impact was reported for either the patient or the user.